Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 366 mg/dl, 134 mg/dl, and 133 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that patient underwent a wrist procedure and was subsequently revised for non-prosthetic related reasons on (B) (6) 2009. During the revision procedure, the surgeon found evidence of metallosis in the area where the titanium screw and the carpal plate interface. The surgeon reported the metallosis was due to the fretting of the screw and the carpal plate. It was further reported by the surgeon that the revision was due to infection and not due to implant issues.